Event description:
It was indicated on (B)(6) 2015 that the patient has discontinued from the study as of (B)(6) 2014. The patient's infection was now marked on the adverse event form as recovered/resolved.

Manufacturer narrative:
.

Event description:
An adverse event form was received for a study patient indicating that the patient experienced a surgical site infection that was ongoing. It was noted that the infection was mild and related to the implant procedure. The patient was prescribed medication and the patient is recovering. Attempts to obtain additional relevant information have been unsuccessful to date.